Event description:
Later healthcare professional reported "baker 4 contracture".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: ¿ cyst: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.

Event description:
Healthcare professional reported seroma-late and granuloma. Healthcare professional later reported "non-specific inflammatory leakage", "right fibrous capsule with synovial metaplasia and siliconomas" . This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Healthcare professional reported seroma-late and granuloma. Healthcare professional later reported "non-specific inflammatory leakage", "right fibrous capsule with synovial metaplasia and siliconomas" . This record is for the right side. The device was explanted.